Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was experiencing high blood glucose of 424 mg/dl. Customer was not on the pump because she has no supplies. Customer's cousin was advised to take the customer to the emergency room or her health care provider so that she can be treated for her high blood glucose since she has no back-up plan at home.